Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered three infusion sets tubing detachment from connector. Infusion set was in use for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information.